Event description:
Same aa MFR #: 6000089-2006-01025, 6000089-2006-01024, 6000089-2006-01023. It was reported that 20 days following a coronary artery drug eluting stenting treatment procedure, the patient expired. The index procedure identified and treated 2 target lesions. The first target lesion was a 70% stenotic, mildly tortous, b2-type lesion located in the proximal left anterior descending (lad) extending into the distal lad. The lesion was 3.5mm in diameter and 50mm in length. The physician direct-stented the lesion with 3 taxus liberte stents p[laced in overlapping fashion. The first stent was 3.50 x 20mm deployed at 14atms, the second stent was 3.50 x 24mm deployed at 20atms, and the third stent was 3.50 x 8mm deployed at 16atms. The stents were not post dilated. Target lesion lesion two was a 70% stenotic, b1-type lesion located in the mid right coronary artery (rca). The lesion was 3.0mm in diameter and 25mm in length. The physician direct-stented the lesion with a taxus liberte 3.00 x 32mm stent deployed at 20atms. The lesion was not post dilated. The results of all four implanted stents were 0% residual stenosis and timi-3 flow. It was reported that 20 days following the index procedure, prior to being discharged, the patient expired. The cause of death was indicated as septicemia, as the patient recently underwent abdominal aoritc aneurysm repair. At the time of the event, the patient was not taking clopidogrel or aspirin. Clopidogrel and aspirin were last taken two days prior to the event. This event was indicated as being unrelated to the taxus liberte stents.